Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic and pacemaker dependent patient presented in clinic for a follow-up. The device exhibited oversensing due to myopotential. Programming changes were made and further testing was recommended. The patient was stable.